Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records could not be performed as no lot number information was provided. The device(s) was not returned. Consequently, direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no conclusion can be drawn. All information has been placed on file for use in tracking and trending.

Event description:
The following was reported to gore: approximately 3 weeks post implant for treatment to create av access, the gore acuseal vascular graft required a thrombectomy. The doctor attempted cleaning out with a fogarty but was unsuccessful, so switched to a conquest balloon, which was successful. The device remains in the patient.